Manufacturer narrative:
The front bezel was replaced to resolve the issue. A similar investigation on a similar failure indicates the root cause of the failure was determined to be liquid ingress due to the variability of the assembly process that causes the navigation ring to fail.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 18feb2021 .

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.